Manufacturer narrative:
Corrected information: d4- removed model # (transcription error) additional information: d10, h3 plant investigation: a product history review was performed. A review of the complaint management system identified no additional complaints related to conductivity issues with the reported lot. A review of the product inventory records for lot no. 20jxac012 indicated that 2029 cases of finished product were manufactured for distribution with no noted nonconformances. After reviewing the finished product release summary, it was determined that 20jxac012 met release specifications. As of 12/17/2020 no samples were returned. A sample retain was pulled and tested through a special test request. All analytes were found to be within specifications. Because of this, the allegation of conductivity low could not be confirmed and a cause was not established.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a biomedical technician (bmt) received low conductivity values on a hemodialysis (hd) machine with a lot of citrasate acid. Upon follow up, the bmt clarified that the event occurred while testing the citrasate prior to patient treatment. The machine alarmed low conductivity and displayed a conductivity value of 13.1 ms/cm. The theoretical conductivity value was set to 13.5 ms/cm. She confirmed that this test was the first time the reported lot had been used. The remaining jugs of this lot were sequestered and were not used. The biomed is unsure which part or lot number of acid was used successfully after the reported incident. The clinic uses bibags bi-carbs (unknown part and lot number). There are four cases of the reported lot remaining at the clinic. The bmt indicated samples are available to return. A pickup was scheduled to return a sample.